Manufacturer narrative:
Base on medical records received for this case, the complaint device was changed from the retroflex 3 introducer sheath set to the retroflex dilator set. This report has been updated. Per medical records received, surgical cut-down was performed to expose the right common femoral artery (rcfa). After needle puncture and appropriate access, serial dilation was started. There was difficulty passing the dilators larger than 20fr due to calcification and tortuosity so the rcfa was abandoned and the artery was closed with purse-string sutures. After further review of the CT, it was decided that the iliac would be better for access, so surgical cutdown (retroperitoneal incision) was done to expose the right common and external iliac artery. Again, progressively larger dilators were used. The 22fr dilator went smoothly, however the 25fr dilator was ¿extremely difficult to advance; however, it went into the descending aorta¿. When the dilator was removed, significant scratching was noted, as well as intimal denudation; however, the dilator was able to be removed ¿without holes in the artery¿. The sheath was placed and the valve deployment procedure could be continued. After valve deployment, the sheath was gradually retracted and contrast was injected. It was noted ¿that the intima was completely removed; however, the artery was intact without any disruption¿. A covered stent graft was deployed with good results and no leak was noted at the iliac artery anatomy site. The access site was then completely closed and the patient was extubated and transferred to the ICU in stable condition. Upon arrival to ICU, the nurse noted that the patient had absent pulse on the right foot and right groin hematoma. The patient went for a cta of the aorto-iliac femoral runoff, which showed extensive postsurgical changes to the right iliac region with stenting, and hematoma in the rectus sheath and anterior abdominal wall on the right. The patient was also noted to have a small pseudoaneurysm. The findings were discussed with the physician and the patient was heparinized. The following day the patient¿s urine output had decreased and her bun and creatinine was elevated 2.3 and 62, respectively. The patient had oligoanuric kidney injury in the setting of transient hypotension. All though medically managed the patient¿s bun and creatinine continued to worsen throughout the course of her stay; the patient was dialyzed. The patient¿s hematocrit dropped in the setting of hypotension, platelet count decreased from 203 to 38 and fibrinogen levels decreased down to 129. The patient continued to declined and ultimately went into multiorgan failure and dic. The patient eventually was started on cvvhf and continued with intubation. The patient¿s prognosis was grave and it was decided the patient would benefit from comfort care and withdrawal of ventilator support and make the patient dnr. Approximately 2 weeks after the procedure, the ventilator was withdrawn and the patient expired.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral tavr procedure. According to literature review, and as documented in edwards technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum vessel lumen diameter for the rf3 (22fr) sheath is (B)(4). Per report, this patient¿s access vessel diameter was (7.53mm); there was difficulty while inserting the dilator which required surgical cutdown; the vessel calcification was mild; tortuosity was described as moderate. It is possible that patient factors (calcification and/or tortuosity not appreciable on imaging) along with procedural considerations contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist (fcs), during a transfemoral tavr procedure the patient¿s right femoral artery was dissected; the dissection was treated a stent. Per report, there was some initial difficulty because they started access too low but it was not because the dilators malfunctioned. At this point the vascular surgeon was contacted for access via surgical cut down. There was no difficulty inserting the sheath, however when the 22 mm retroflex 3 sheath was removed a small luminal dissection was noted. While in ICU the patient was noted to have a ¿cold leg¿ (status of distal pulses not reported), however the CT results were negative for any vascular occlusion. The fcs indicated there might have been a piece of calcium where the dissection occurred.